Event description:
During fluoro guided vertebroplasty, needle fractured at junction of the vertebral body and pedicle, cement could not be injected through this side. More traumatic to remove needle than to leave in place.